Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Rep reported that patient is in need for revision of reverse shoulder. New information: revision surgery carried out because implants dislocated. Surgeon thinks they may have been too small. The stem, insert, cup, and glenosphere were swapped out.